Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring surgical intervention and cardiac attest and eventually death. After the afib ablation, the patient developed a cardiac tamponade and subsequently expired. After the physician isolated the posterior wall at the end of the ablation, they used intracardiac echo (ice) to check for pericardial effusion, of which there was a small one. Within thirty seconds the effusion grew rapidly. Anesthesia alerted the physician that the patient's pressure was dropping and chest compressions were performed. An interventional cardiologist was brought in and the patient's chest was opened, further attempts could not resolve the tamponade and the patient died. The physician did not indicated that bwi products contributed to the patient's complications or death. In physician¿s opinion there was an effusion in the lateral wall at the base of the appendage. A transseptal puncture was performed. There was no evidence of steam pop. The irrigated catheter flow setting were normal settings for thermocool® smart touch® sf catheters. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation consistent with normal settings. No error messages observed on biosense webster equipment during the procedure. The visitag module parameters for stability were surpoint settings were range: 3mm, time: 3 sec, force over time: 25% over 3g, with the color options used prospectively of impedance drop.